Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. This was discovered at routine follow-up. There was no capture at 6.5 volts; however, was tracking fine as sensing remained. It was reported that the patient was in normal sinus rhythm. At this time no lead revision has been performed, then patient is to see their physician at a later date. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.